Manufacturer narrative:
The customer declined the option to have their glidescope core 10-inch monitor returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported monitor serial number "cm191068" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. To date, the subject device is not expected to be returned to verathon for evaluation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 10-inch monitor, the image on the display kept going in and out while intubating. The customer reported it only happens when using port b on the monitor. No delay in the procedure, use of a backup device, or harm to the patient was reported.